Event description:
On june 30, 2023, fujifilm healthcare americas corporation was informed of an event involving ec-600wl. The exact date of the event is unknown. This report addresses the second of four events that occurred at the user facility using the same scope. It was reported that during a procedure the patient experienced a minor abrasion in the cecum while using the water jet function on the scope. The procedure was completed successfully without required intervention. There is no death associated with the event.